Event description:
It was reported by the customer that a pyxis medstation es system printer not workingthe customer stated that there was a delay in dispensing medication due to this malfunction.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer was not working. A technical support specialist checked and reconfigured the settings of the zebra printer in accordance with the knowledge article titled 'zebra printer no longer printing' and verified that the issue had been successfully resolved. The system functioned as intended after the technical support specialist troubleshooted the device.